Event description:
It was reported that four days following an uneventful essure placement for permanent birth control and a novasure endometrial ablation, the patient felt a "pop" followed by "acute onset of pain." She went to her physician's office on (B)(6) 2012, and he found "the uterus was red and inflamed." He prescribed medication (type unknown) and she was discharged home. On (B)(6) 2012, the patient went to the emergency room and had a computed tomography (CT) scan which was "normal." A general surgeon performed surgery and found "the patient's right fallopian tube was perforated with the essure coil and perforated into bowel." Adjacent to the perforation was bowel with a focal burn." This area was oversewn and the patient was discharged home. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) precautions: conductive objects that are in direct contact with the electrode array of the disposable device or in close proximity to the electrode array may draw current away from the array. This may result in localized burns to the patient or the physician or in distortion of the electrical field of the array, which would change the therapeutic effect (under-treatment or over-treatment). (B)(4).